Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("chronic salpingitis") and device dislocation ("malpositioned essure devices") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of diabetes mellitus, alopecia, vaginal bleeding, parity 1 and gravida I. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced salpingitis (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of malpositioned essure devices). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and salpingitis to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: received in formalin labeled with patient's identification and bilateral fallopian tube are 2 tubal segments and 2 ovaries. One fallopian tube segment is received fimbriated and intact and is 4.5 cm long by 0.5 cm in greatest diameter sectioning reveals a 0.1 cm diameter lumen. The other tube is received with separate fimbria and is 4 cm long by 0.5 cm in greatest diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 2130 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("chronic salpingitis") and device dislocation ("malpostioned essure devices") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of diabetes mellitus, alopecia, vaginal bleeding, parity 1 and gravida I. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced salpingitis (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of malpostioned essure devices). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and salpingitis to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: received in formalin labeled with patient's identification and bilateral fallopian tube are 2 tubal segments and 2 ovaries. One fallopian tube segment is received fimbriated and intact and is 4.5 cm long by 0.5 cm in greatest diameter sectioning reveals a 0.1 cm diameter lumen. The other tube is received with separate fimbria and is 4 cm long by 0.5 cm in greatest diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received : reporter, lab data, medical history added, previously reported event "medical device removal" replace with "chronic salpingitis" event "malpostioned essure devices" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 2130 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.